Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable patient complication of perforation. Imdrf patient code e0506 captures the reportable patient complication of major hemorrhage. Imdrf impact code f23 captures the unexpected medical intervention performed. Imdrf impact code f08 captures the prolonged hospitalization of the patient. Imdrf impact code f2301 captures the additional devices required to remove the stent and close the perforation.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded duodnal bend stent was implanted in the duodenum to treat a malignant common bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During an emergent patient follow-up on (B)(6), 2023, an esophagogastroduodenoscopy (egd) procedure was performed to assess the patient's upper gastrointestinal (gi) bleeding, and it was confirmed that the advanix rx stent had migrated and perforated the distal side of the duodenal wall, which caused a perforation. Computed tomography (CT) imaging was taken, and the stent was removed using forceps. The perforation was closed with a non-boston scientific clip. The patient was reported to have been admitted to the hospital beyond the standard days of care and has not been discharged but is expected to fully recover.